Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The basal history reportedly did not match the active basal program. The patient reportedly experienced a high blood glucose (bg) measurement with large ketones, extreme drowsiness, nausea and vomiting. There was no indication of the exact bg values. The patient reportedly discontinued insulin pump therapy, was hospitalized and was treated via insulin injection. The patient reportedly was also taking a pain killer for liver issues which may have also been a contributing factor. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged history settings issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: the last delivered bolus was a 12.55 unit bolus on (B)(6) 2016 at 15:47. The pump was manually suspended on (B)(6) 2016 at 17:55; deliveries were never resumed. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate; at the end of testing the basal history correctly showed 2.0 units and the total daily dose (tdd) showed 48.0 units. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or any errors, alarms or warnings that occurred during the investigation. The reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(40.